Event description:
They experienced back flow with a piggyback backing up into primary bag. Piggyback was 500 ml bag of chemo-primary was 150 ml flush. It was reported that a piggyback had back up into primary bag and pt received infusion of chemo with flush solution. No further information is known at this time.